Event description:
Ventilator malfunctioned and stopped ventilating. Turned off then back on while rn's ambud pt. Vent would not reset. Replaced with another ventilator. No harm to pt. Sao2 100% throughout. This incident occurred during a lightning storm.